Manufacturer narrative:
(B)(4). The insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime, compromised force sensor system, and excessive no delivery alarm or verify motor error alarm due to blank display. Motor passed motor test.

Event description:
Information received by medtronic indicated that the insulin pump had blank screen and motor errors. The insulin pump keeps asking them to rewind and they were getting no delivery messages. The drive support cap was normal-slightly indented. The customer was able to clear alarm and insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.